Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient, and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is also a health professional, reported being injected in the nasolabial folds with an unspecified juvéderm® with lidocaine. The next day, the patient developed, ¿skin discoloration and pus.¿ the following day, the injected area was ¿hot/black and blue.¿ the patient was treated by their dermatologist with 1200 units of hyaluronidase. The patient reported that they have "necrosis" to their face. The event is ongoing.